Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 6f launcher guide catheter was used to treat a mildly calcified, mildly tortuous lesion exhibiting 75% stenosis in the proximal ci rcumflex/ left anterior descending (lad) artery. There was no damage noted to the packaging. The device was removed from the packaging with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the device. Excessive force was not used during insertion/delivery. It was reported that the tip portion of the guiding catheter was cracked during delivery to the lesion. There was no detachment. The patient is alive with no injury.